Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 505 (mg/dl) after eating dinner on (B)(6) 2016. Customer administered a correction bolus to treat bg levels; however, bg levels elevated to 836 (mg/dl) by the morning of (B)(6) 2016 and customer went to the hospital for further treatment. Customer was admitted on (B)(6) 2016 for elevated bg levels, diabetic ketoacidosis, and metabolic acidosis. While in the hospital, customer was treated with insulin and saline. Reportedly, customer will be discharged from the hospital and revert to insulin pens for diabetes management; however, specific discharge date was not provided. Contact also reported that customer had struggled with counting carbs; however, it was not specified if this was the root cause of the event. Contact indicated that tandem will be contacted if pump use is to be reinstated in the future.